Event description:
The customer reported that the system computer was powering up intermittently and after several attempts, a puff of smoke was noticed exiting the computer. The customer indicated that they did not observe any burnt components in the computer.

Manufacturer narrative:
An amo field service representative evaluated the system at the customer location and found that the system would power up intermittently. Field service also noticed a smell of smoke coming from the computer power supply. Field service replaced the power supply in the computer, which restored the consistent power up capability. Field service verified the system was operational to specifications following the component replacement. All pertinent information available to amo has been submitted.